Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "got a flat, a lot smaller than the other one, pain, and popped a couple of months ago", "so hard and filled" and "exchange of textured devices due to patient's concern with product". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "got a flat, a lot smaller than the other one, pain, and popped a couple of months ago", "so hard and filled" and "exchange of textured devices due to patient's concern with product". This record is for the right side. Device remains implanted.